Manufacturer narrative:
Correction to field h6: device code. Correction to field h6: patient code.

Event description:
It was reported that the patient experienced aneurysm near the inflatable penile prosthesis (ipp) cylinder. A surgical procedure was performed to replace the system.

Event description:
It was reported that the patient experienced aneurysm near the inflatable penile prosthesis (ipp) cylinder. A surgical procedure was performed to replace the system.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified first cylinder had a hole in the outer tube and broken fabric threads from wear in the distal end of the cylinder and wear at fold in the proximal end of the cylinder. The second cylinder had wear at fold in the proximal end and middle of the cylinder. The microscopic pump analysis identified the pump krt (kink resistant tubing) were worn to the filament. The device was tested too. The leakage test for first cylinder informed it had a bulge in the distal end of the cylinder when inflated with syringe. The second cylinder successfully passed leakage test. The pump was also tested, concluding that the pump passed leakage and functional tests. The reservoir was also analyzed, identifying the spherical reservoir had wear at a fold in reservoir shell and passing the leakage test. The allegation of aneurysm near the inflatable penile prosthesis (ipp) cylinder was confirmed due to there was a bulge found in the distal end of the first cylinder. Based on the information provided, cause traced to component failure was selected as the most probable cause for the complaint. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient experienced aneurysm near the inflatable penile prosthesis (ipp) cylinder. A surgical procedure was performed to replace the system.